Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. This fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The IFU states that this catheter should not be used outside the arterial system. In this case, the catheter was used for tracheal dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time hospital medwatch number (B)(4).

Event description:
It was reported that a neonate with a history of congenital diaphragmatic hernia, pulmonary hypoplasia, and tracheal esophageal fistula, in addition to multiple other co-morbidities, had fogarty balloon dilation of tracheal stenosis. The patient was subsequently found to have a tracheal perforation that required resection and repair of the distal trachea and extracorporeal support (emco). Despite full support, the patient did not improve and was removed from support and expired 15 days later. Further follow up with risk management stated that the fogarty was not the cause of the patients death, but that the patient had many underlying medical issues. The device was discarded at the hospital.